Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's representative from the medtronic's pump replacement team reported via phone call that the insulin pump habitually alarmed with no delivery so she hasn't been using it for about a month. The patient's blood glucose at the time of incident is unknown. The customer stated that the no delivery issues persisted through six or seven infusion set changes. Troubleshooting could not be initiated because the customer was reporting about a past event, she wasn't wearing the pump, and she has no supplies to troubleshoot with. The customer scheduled an appointment with a new doctor; her old one told her to stop using the pump because she was not insulin dependent. No products were shipped or returned.